Event description:
The complaint concerns the dexcom one continuous glucose monitor. The device loses bluetooth connectivity with its paired iphone numerous times a day and night. This makes it fundamentally unsafe as a medical device. Please see the reviews on the apple app store - app dexcom one. This is clearly a known problem.